Event description:
After an uneventful intubation patient was bag ventilated for a few minutes then switched to volume ventilation. Anesthesia staff noticed the wave form on the co2 monitor indicated there may be a problem with the et tube placement so they switched back to manual/spontaneous mode to hand ventilate but the system would not hold pressure. It was verified that the apl valve was closed and the breathing circuit had not become disconnected. Oxygen flow was greater than 8l/m and the o2 flush valve pushed but the breathing bag would not inflate. These steps were repeated a second time by placing the machine back into volume ventilation mode and switching back to manual/spontaneous mode with the same results. This same situation was observed two weeks prior on a different anesthesia machine of the same model.